Event description:
It was reported to target that during an aneurysm embolization the first gdc coil was detached with no problems. Since it was not possible to deliver the second gdc coil, while retrieving the micro catheter the first coil came attached and then got loose staying approximately 1 cm inside the carotid artery. An emergency surgery was performed to retrieve the coil and clip the aneurysm. She improved after the surgery; however, due to the hydrocephalus caused by the subarachnoid hemorrhage (sah), she had hemiparesis on her left side and was in state of stupor. The physician said that the complications are not related to the devices, but to the sah. Through a follow-up by the physician on 12/2/1999, target was informed that the condition of the pt had improved and she was out of intensive care.